Event description:
Description of event according to initial reporter: the user planned to deploy zenith from zone 4 to immediately above the celiac to treat thoracic descending aortic aneurysm by approaching via the left femoral artery (fa). There was calcification in the left common iliac artery (cia). The customer deployed a zta-d-34-142-w1 and then attempted to deploy the distal bare stent with the usual steps, however, it was not deployed even though the user fully pulled the bottom cap. The user deployed the proximal end, rotated the system itself counterclockwise applying pressure to push and then pull the system itself lightly, and the bare stent was deployed. It took about 5-10 minutes. After the zta-d-34-142-w1 deployment, the user deployed a zta-p-36-209-w1 at the proximal side as planned and performed balloon touch-up to complete the procedure. There was no migration from the target location of the distal component. Patient outcome: no patient health hazards.

Manufacturer narrative:
Manufacturers ref# (B)(4). . G4) similar to device marketed under PMA/510(k): p140016 e1) phone number: (B)(6). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4) summary of investigational findings: the user planned to deploy zenith from zone 4 to immediately above the celiac to treat thoracic descending aortic aneurysm by approaching via the left fa (femoral artery). There was calcification in the left cia (common iliac artery). The customer deployed a zta-d-34-142-w1 (complaint device) and then attempted to deploy the distal bare stent with the usual steps, however, it was not deployed even though the user fully pulled the bottom cap. The user deployed the proximal end, rotated the system itself counterclockwise, applying pressure to push and then pulled the system itself lightly, and the bare stent was deployed. It took about 5-10 minutes. After the zta-d-34-142-w1 deployment, the user deployed a zta-p-36-209-w1 at the proximal side as planned and performed balloon touch-up to complete the procedure. There was no migration from the target location of the distal component. The complaint reported by the user was confirmed. Complaint is confirmed based on visual and/or functional inspection. A part of the device was returned for evaluation. The device evaluation determined the following: zta-d-34-142-w1 returned without shipping stylet and stent graft. The device evaluation found a minor indentation on the tip of the sheath and a minor scratch on the proximal part of the sheath. These may have occurred during advancement of the device through the reported calcified patient´s anatomy in the left cia (common iliac artery). Additionally, the device evaluation found several scratches on the inner side of the bottom cap locating all the way around the bottom cap and going towards the edge. A burr was observed in the wire hole on the inner side of the bottom cap. The burr in the wire hole on the inner side of the bottom cap indicates that one or several barbs got stuck in the bottom cap and likely contributed to the difficulties with releasing the bottom cap and deployment of the distal bare stent. The inner diameter of the bottom cap was measured to 4.77 - 4.84mm which is within specification. An image (device planning worksheet dated 18aug2025) returned for evaluation. The image was reviewed by clinical personnel and the following was determined: there is moderate tortuosity at the distal ta, adjacent to where the distal segment of the zta-d would be positioned, with roughly a 50-degree angulation here. This anatomy could have been a contributing factor to the difficulty with removing the distal cap. Localized angulation > 45 degrees is outside the IFU for this device. The review of the relevant manufacturing records determined that this is a repeat incident of this failure for this manufacturing lot as there are three other complaints addressing the same issue. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use or label. A definitive cause was identified. It was determined that the barbs of the bare stent became stuck in the bottom cap, which likely contributed to the difficulties to release the distal end of the stent graft. The patient´s anatomy with moderate tortuosity at the distal thoracic aorta, which is outside the IFU, could be a contributing factor. An internal action has previously been initiated to address this issue and relevant personnel has been notified of this complaint. Cook will continue to monitor for similar incidents. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.